Manufacturer narrative:
Information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the cable failed the leak test. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head cable was broken. The issue was found during reprocessing. There was no patient involvement.